Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. The stop idle current and run current measurement tests are within specification. The insulin pump passed off no power alarm test. The insulin pump had minor scratched display window, scratched case, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 30 mg/dl. The customer was treated for their blood glucose with apple sauce and IV fluids. The customer believes that their insulin pump is over delivering insulin. The customer was wearing the insulin pump during their hospital stay. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.